Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the biomedical engineer (be) could not adjust the rate or the output on the external pulse generator (epg). It was also noted that the lower display does not come on. Technical services (ts) provided assistance in resolving the issue by asking the be to measure the battery voltage, which was at 6.2 volts. The battery was replaced and subsequently the device operated as designed and remains in use. There was no patient involvement.